Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a low blood glucose level of 50 mg/dl. The customer accidently injected 180 units of insulin through the insulin pump by a user error. The customer forgot to rewind the pump fore changing the reservoir. The customer was educated on the proper method of changing their reservoir set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.